Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
At the time of implanting the posterior haptic, the plunger of the dib00 model intraocular lens (iol) was trapped and broke. The lens was replaced immediately and the surgery was completed successfully. There was no patient harm. No further information is available.

Manufacturer narrative:
Additional information: section h3. Device evaluated by manufacturer? Yes. Historical data analysis: a search of complaints related to the production order was performed and one additional complaint was found. These complaint issues reported are not related; therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Corrected data: in review, it was noticed that section "a3b" was inadvertently not populated or addressed correctly in section "h11" of the initial MDR report. It was also noticed that incorrect verbiage was entered in section "h11" when addressed section d6a & d6; therefore, the information has been corrected in this supplemental MDR report as indicated below: section a3b: gender: cisgender man/boy. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.